Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 therapy started at 02:04 with ultra-filtration (uf) volume of 1245 ml during cycle 2. The fill volume is 2000 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. Device met specifications relative to the iipv. The cause of the iipv found in the logs was determined to be insufficient drain due to use error; clinician inappropriately set minimum drain volume percentage setting too low. This issue is being investigated through a CAPA.